Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 1494: incorrect anatomy.

Event description:
It was reported that this was an arteriotomy closure of the left proximal superficial femoral artery using a starclose se device after a drug-coated balloon angioplasty to popliteal and plain old balloon angioplasty to tibial vessels procedure using a 6f sheath. Step 4 had been completed and a click heard. Reportedly, the starclose se device was unable to be removed after step 4. The device was removed after bail-out release was triggered. Hemostasis achieved via manual compression as there was bleeding after device was removed. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.